Event description:
The customer reported that the insulin pump alarmed an error during the manual prime process. The customer's blood glucose reading at time of call was 215mg/dl. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.